Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer returned pump for an alleged every time change a battery always resets date and time. Insulin pump alarmed unexpected restart after battery change and resets time/date to factory default due to c13 voltage leak at interface board. Pump passed the displacement test and self test. Pump history download using thds was successful. However, pump error alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. Pump error alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The original interface board was removed and replace with a test interface board. No anomalies was notice after battery insert. Problem isolated to interface board.

Event description:
Information received by medtronic indicated that the insulin pump had reset alarm. The customer stated that every time they changed the battery it reset the date and time. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.